Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2021 the log shows where the level detection is turned on and an alarm occurs. Since this was discovered on new installed systems, other testing caused other events to occur. There is no way to tell from the log if the alarm should have occurred or not but it does match the complaint description. This was an unusual problem, especially to occur on two systems.

Manufacturer narrative:
The fsr replaced the level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed a ¿check level¿ message displayed on the central control monitor (ccm) with water above the level sensor. The level sensor was attached to a lab use only (luo) level module and applied to the thin side of the luo reservoir that was filled with water. Once turned on, an audible alert sounded and an alert message displayed on the luo ccm stating ¿check level : roller 1 stopped¿, even though the reservoir was filled past the level sensor, failing the test. The pst observed the perfusion screen level icon turned yellow, as did the luo level module light emitting diode (led). The test was performed on the thick side wall of the reservoir and the test passed, detecting air as appropriate. He retested the sensor on the thin side and the test again failed.

Event description:
The field service representative (fsr) reported that during field installation of the device, the level sensor was alarming on the thin side of test fixture when it should not have. There was no patient involvement.